Event description:
It was reported that the programmer does not auto-identify, even with a new programmer rf (radio-frequency) head. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis was unable to confirm the initial report. The programmer was able to auto-identify with other devices. The link electronic module (lem) board failed during electrocardiogram (ECG) functional testing, which is unrelated to the initial report.